Event description:
The manufacturer received an allegation that during testing, a device failed flow testing and is requesting to replace flow sensor. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.